Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, one opening curved on the posterior, red particles in the shell and crease fold. A microscopic analysis was performed which identified, one opening crease smooth on the posterior and wear abrasion. Based on the device analysis the final assessment is: a crease smooth opening on the posterior due to fold flaw opening.

Event description:
Health professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device has been explanted.